Event description:
It was reported that a patient underwent an initial knee arthroplasty. Approximately two years post implantation, the patient underwent revision surgery due to pain and patellar maltracking. It was noted that the femoral rotation of the implant was a contributing factor to the event. Due diligence is in process for this event; at the time of this report no further information has been made available.

Manufacturer narrative:
(B)(4). Medical product: unknown medial congruent articular surface: catalog#ni, lot#ni; unknown femoral component: catalog#ni, lot#ni; unknown tibial component: catalog#ni, lot#ni. Report source: foreign: australia. Multiple MDR reports have been filed for this event. Please see associated reports: 0001822565-2022-02148; 0001822565-2022-02149. The product will not be returned to zimmer biomet for evaluation, as the product location is unknown. The investigation is in process. Upon completion of the investigation or receipt of additional information, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receiving additional information of the reported event, it was determined that the reported device did not contribute to the adverse event, as a patellar component was not initially implanted and the patient's pain was caused by rotation of the femoral component. The initial report was forwarded in error and should be voided.